Manufacturer narrative:
No button error alarm occurred during testing. However, unit had intermittent button response, due to flattened, creased esc button dome switch. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer did not recall if the device had been hit or gotten wet. Customer's blood glucose was 223 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.